Manufacturer narrative:
The insulin pump had button error alarm followed by intermittent buttons due to corroded keypad traces. Traces of moisture were noted at the lcd assembly per visual inspection. The insulin pump had received with cracked case at lcd window corners. The insulin pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 114 mg/dl at the time of incident. The customer stated that there was moisture under the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.